Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article: bjursten, henrik, matthias götberg, jan harnek, and shahab nozohoor. "Successful transcatheter valve-in-valve implantation in a small deteriorated aortic valve bioprosthesis." J heart valve dis 22, no. 3 (2013): 433-435. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon rupture is unknown. However, procedural and patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As per medical article "successful transcatheter valve-in-valve implantation in a small deteriorated aortic valve bioprosthesis¿ corresponding author dr. Henrik bjursten. A case of an (B)(6)-year-old multimorbid female patient with a prior aortic valve replacement (avr) with an 18 mm non-edwards valve and a six months history of symptomatic heart failure  due to a dysfunctional bioprosthesis with structural valve deterioration (svd). A valve-in-valve procedure with a 23 mm edwards sapien xt valve in aortic position by transapical approach was performed eight years after her first avr. Both during the valvulotomy and dilatation of the valve, the balloon ruptured at the end of insufflation then, a second balloon dilatation was done which accomplished prosthesis fixation.